Manufacturer narrative:
(B)(4). The customer report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual inspection of the dilator revealed the tip was deformed. The appearance of this damage is consistent with undue force being applied on the dilator during an attempted insertion. The dilator met all relevant functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "during the procedure according to IFU, md found tip of dilator split. So md opend up the new kit to finish the procedure. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procedure according to IFU, md found tip of dilator split. So md opened up the new kit to finish the procedure. There was no reported patient harm or consequence.